Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) worn out. Based on the result, we concluded that it was caused due to the worn out. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the r/l pulley wire worn out, and the u/d pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.

Event description:
Angulation too loose, during the inspection service detected a reduced lcb 30 / 70% this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.